Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of two screws on the backup battery covered being ¿released¿ was not confirmed. The returned system controller¿s (serial number (B)(6)) backup battery cover screws were observed to have been screwed in upon arrival. Difficulty was not observed with unscrewing/screwing the screws. The controller was functionally tested and was found to perform as intended. A log file was extracted from the controller during testing; however, the controller was not observed to have been in patient use. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. This event occurred at hospital (B)(6).

Event description:
It was reported that the backup battery was about to be installed on the backup controller during the procedure. When opening the back cover the ventricular assist device coordinator realized that two screws were where they weren't supposed to be.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of two screws on the backup battery covered being ¿released¿ was not confirmed. The system controller (serial number (B)(6) ) was not returned for analysis. Available information for this event indicates that the system controller remains as part of the hospital¿s inventory. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.